Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, pump supplies have been changed, therefore, troubleshooting was unable to be performed. Customer had elevated blood glucose levels reaching 400 mg/dl. Customer delivered a correction bolus to stabilize blood glucose levels.